Event description:
[Pfizer needle sent with kit] treatment under emergency use authorization(eua): needle/syringe sent in kit for pfizer. Rn punctured patient's skin with needle, as she pushed on the plunger the syringe detached from the needle while the needle was in the persons arm. The pfizer vaccine did not enter the persons arm. The orange "safety" was still attached to the needle, so needle was removed from arm with no complication. FDA safety report ID# (B)(4).